Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The device was visually inspected and functionally tested. The cause of the damaged battery was not determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental MDR will be sent.

Event description:
During product servicing by a service technician, a flogard infusion pump was found to have a damaged battery. There was patient involvement. No additional information is available.